Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by the consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the device was hacked and ¿self surgery removing medical devices.¿ no further complications were reported or anticipated.